Manufacturer narrative:
Additional product code ktt. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation (orif) surgery for the proximal humeral fracture was performed with multiloc humeral nail and the locking screw in question. The surgeon inserted multiloc screws in both a and b holes successfully. After distal locking, the surgeon inserted locking screws into the multiloc screws of a and b holes. In final check, the locking screw in multiloc screw b hole seemed to direct downward instead of its proper direction. The surgeon checked the arrow printed on the screwdriver and it was pointed the correct direction. The surgeon tried to re-insert the locking screw, but the same problem occurred. The locking screw was not inserted in the multiloc screw b hole because the improperly directed screw reached the fracture line. The surgery was delayed by less than thirty (30) minutes. There was no adverse consequence to the patient. Concomitant device reported: locking screw (part#unknown, lot#unknown, quantity#unknown) humeral nail (part#unknown, lot#unknown, quantity#1) screwdriver (part#unknown, lot#unknown, quantity#1). This report is for one (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/32mm-ster. This is report 1 of 1 for (B)(4).